Event description:
A caller reported receiving a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. The caller initially struggled with the filling process due to a low amount of usable insulin in the cartridge. Technical support instructed the caller to add more insulin, after which the caller successfully loaded a cartridge onto the pump and resumed insulin use. However, the customer later reported ongoing difficulties with loading cartridges but managed to load the fourth cartridge successfully during a follow-up call. Technical support advised keeping the tap clean to prevent debris-related issues.